Manufacturer narrative:
Analysis found the unit passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. There were no motor error alarms or excessive no delivery alarms noted. The motor tested okay. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 566 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.